Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. On (B)(6) 2024, the patient was at home watching tv. At 10:00pm, the patient's cgm was "around 49 mgdl" and the bg meter was reading 409 mgdl. The patient self-treated with insulin and then went to sleep. On (B)(6) 2024, the patient's father took the patient to the emergency room (ER). At the ER, the patient's cgm was reading 43 mgdl, and the bg meter was reading 500 mgdl. The patient was asymptomatic and was treated with more insulin (route not specified). The patient was admitted and discharged the following day, on (B)(6) 2024. The patient was in good condition at the time of report. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation found a difference in values that falls within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.